Event description:
Anesthesia machine began smoking while in use on a patient during procedure. During a patient procedure, a strong smell and smoke were noted to be coming from the back of the anesthesia machine. FDA safety report ID# (B)(4).